Event description:
It was reported that during an in-clinic visit, it was observed that patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. The second shock did return patient to normal sinus rhythm for a brief period. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.